Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient information was received for review by a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
It was reported that the accolade stem was revised to a restoration modular total hip. The sales rep further reported that patient was revised due to pain.

Manufacturer narrative:
An unknown femoral head was also revised during this procedure. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.

Event description:
It was reported that the accolade stem was revised to a restoration modular total hip. The sales rep further reported that patient was revised due to pain.